Event description:
A malfunction alarm was reported by the customer, prompting a technical support intervention. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was shipped a replacement pump with updated software.